Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was main body stent graft stenosis. It was further reported that the patient underwent an unscheduled CT scan due to continued increase in aneurysm sac size. The CT scan showed that the right renal chimney was partially occluded; a small amount of thrombus in the aortic neck of the stent graft was also noted. No intervention was planned and the patient surveillance schedule was increased. The investigator assessed the event to be related to the device, but not related to the procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.